Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(4) 2014, explanted, product type: lead; product ID: (B)(4), lot#, serial#: (B)(4), implanted, explanted, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had pain. The patient said she tried to adjust settings, however she could not get it to cover the right side and only felt stimulation on the left side. The patient initially reported that she could not get the patient programmer to work. The patient said she believes stimulation target area is the back, however she is not quite sure as she said it has been a while since she used the stimulation. The patient said that she did have another back surgery after the implant which took care of the pain. The patient said she does not know if the stimulation target area included going down her leg. Patient programmer functionality was reviewed. The patient was able to connect to the ins and said that she was seeing the stim on icon, program 1 and 3.30, however no group row. It was reviewed how to navigate and, based on the patient¿s description, she did not have any additional programs or groups. Patient is also seeing her primary care physician next week for possible x-rays to help determine what may be causing this pain she is now experiencing from the right side of the waist all the way down to right knee. The patient was redirected to th eir healthcare provider (hcp). The patient did not have a pain hcp, and physician listings were sent. No further complications were reported/anticipated.